Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that the root cause of the event was due to improper surgical technique/misuse. Further investigation has been initiated to prevent reoccurrence of the reported issue.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2015. During the procedure, the tip of the acetabular shell inserter fractured and was lodged in the acetabular cup. Subsequently, surgeon was unable to place the apical plug in the apical hole. The fractured tip and cup remains implanted in the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, number 1 states, "intraoperative fracture or breaking of instruments has been reported for general instruments."